Event description:
Treatment of a large aneurysm measuring 20mm located at the basilar tip with roughly 10mm of it being recanalized after previous coiling treatments. An enterprise stent was previously placed extending from the basilar artery into the right pca (posterior communicating artery). During the procedure it was reported that the pipeline (3mm x 18mm) was placed in the enterprise stent in the right pca down roughly to the superior portion of the basilar artery. With the pipeline device roughly 75% out of the microcatheter, it was noticed that the distal portion of the delivery wire capture coil and tip coil had broke from the pushwire and were lodged in the right pca. No excessive torquing of the delivery wire was observed or reported. The pipeline was implanted in the patient; however, the broken segments of the pushwire was retrieved from the patient with a snare. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pushwire was returned for evaluation without the pipeline and it was found broken into two segments at approximately 4.5cm from the proximal bumper. Cross sectional analysis of the fracture surface indicated that the failure mode was consistent with torsional overload. Pushwire separation. (B)(4).